Event description:
It was reported that the patient sought medical attention for pain and cardiac tamponade was found. It was also reported that blood was drained however the patient continued to feel symptomatic. Open chest surgery was performed and it was confirmed that the helix tip was projected from the epicardial but not observed in the procedure. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.